Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
Its been reported the device was functioning normally at the start of the case. Toward the end of the procedure, the device suddenly lost deflection. No negative impact in state of health reported.